Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range (oor) low pacing impedances of less than 200 ohms, as well as noise when inserted into the newly implanted device. The lead was ultimately surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.